Event description:
Initial reporter indicated that their child had been doing very well with the first implant and since their second complete vns system implanted the device hasn't worked quite the same as before. She stated "that before with the initial implant, using the magnet would abort the seizures right away. However, now, sometimes she could swipe the magnet, but it won't be able to abort the seizure." Her son was admitted to ou medical center in 2008. Good faith attempts have been made for additional details surrounding the reported event.